Event description:
It was reported that following a heart catheterization, a 6f angio-seal vp which was deployed in the right femoral arteriotomy. Allegedly, the physician was not able to withdraw the tamper tube and saw that the collagen plug was intra-arterial. A femoral angiogram revealed an arterial occlusion. The vascular surgeon was able to withdraw the tamper tube and blood flow was restored to the femoral artery; however, the collagen plug remained intra-arterial. Manual compression was used to achieve hemostatsis. The pt received midazolam, 1 mg, IV, fentanyl, 50 mcg, IV, heparin, 2,000 units ia for the procedure. It was reported the pt was taken emergently for surgical intervention. Allegedly, the surgeon found the angio-seal intra-arterial and the angio-seal anchor was removed. Pathology of the removed specimen from the femoral artery was reported to consist of a red tan tissue fragment wrapped around a fragment of clear plastic. The pt recovered and has been discharged from the hosp.

Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.